Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no product issue. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the prograsp forceps instrument snagged the bowel. It was unknown what if any intervention was necessary to address the snagged bowel. The customer then used the instrument release kit (irk) to release it. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument for failure analysis investigation; however, the evaluation has not been completed. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.